Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly, keypad anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they accidentally went into the swimming pool while wearing the insulin pump. Customer advised they changed out their battery however the insulin pump keypad was unresponsive, and the display screen was blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.